Manufacturer narrative:
H.6 investigation summary: bd received 5 samples, 2 photos and 1 video for investigation. The photos and video only show the abg syringes in their packaging so the indicated failure mode for low o2 saturation was not observed. Additionally, the customer samples were evaluated by visual examination and no defects were found that could cause low o2 saturation as all product specifications were met. A customer visit was done to assess the workflow for arterial blood collection and gasometry, however the laboratory no longer has gasometry equipment so the process could not be observed. Arterial blood collection training can be provided when the laboratory has blood gas analysis equipment again. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Heparin process data was reviewed, and no issues had been found. This complaint is unable to be confirmed for the indicated failure mode low o2 saturation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd a-line¿ there was erroneous results. This event affected 20 devices. The following information was provided by the initial reporter. The customer stated: "twenty gasometries showed changes in the results. We had to redo the blood gas collections generating costs for this re-collection and a new analysis of this same re-collection."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Heparin process data was reviewed, and no issues had been found. Bd has been unable to collect further details to facilitate a thorough clinical investigation of this reported event. In the case that pertinent details become available, we will reopen this investigation. We recommend a review of IFU (instructions for use) of this product family and instrument maintenance and calibration records. This complaint is unable to be confirmed for the indicated failure mode abnormal reported parameter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd a-line¿ there was erroneous results. This event affected 20 devices. The following information was provided by the initial reporter. The customer stated: "twenty gasometries showed changes in the results. We had to redo the blood gas collections generating costs for this re-collection and a new analysis of this same re-collection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ there was erroneous results. This event affected 20 devices. The following information was provided by the initial reporter. The customer stated: "twenty gasometries showed changes in the results. We had to redo the blood gas collections generating costs for this re-collection and a new analysis of this same re-collection."